Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.3. The criteria is <55. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and retain strips (same batch of suspected strip from patient: d151019-1). The control solution tests for level low are 58/59 mg/dl; for level high are 272/266 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. We tested the returned strips from patient (strip lot number:d151019-1, received only 3 strips in one vial from patient). The control solution tests for level low were 56 mg/dl; for level high were 259 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:40 pm. Patient ((B)(6)) called in stating that she was doubting the accuracy of her meter due to the high blood glucose results she was receiving. (B)(6) was experiencing symptoms of headaches. The reading on the prodigy meter at the time of the event was 258 mg/dl. (B)(6) normal blood glucose reading around the time of day of the event is 130-200 mg/dl. (B)(6) did not consume or take any medications prior to the event. (B)(6) went to the ER on her own. (B)(6) blood glucose reading upon arrival at the ER was 144 mg/dl. (B)(6) received no treatment at ER. (B)(6) blood glucose reading prior to discharge from ER was 149 mg/dl. (B)(6) total stay in the ER was 3-4 hours. (B)(6) went to (B)(6). (B)(4) sent replacement and prepaid envelope requesting return of suspect system.